Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged and plastic chipped off. Customer stated that the entire top of the reservoir compartment was damaged and the reservoir did not lock in place anymore. Customer is unsure how the damage occurred. Customer¿s blood glucose reading is unknown. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.